Event description:
It was reported that the right ventricular pacing impedance spiked twice to over 2000 ohms from the average 400 ohms. Oversensing was also noted during the 45 non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.